Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one 2.7mm metaphyseal scr slf-tpngw/t8 strdrv recess/16mm (part number: 02.118.516, lot #/mfg. Date: unknown) the part was received with the following complaint description: ¿a metaphyseal screw broke during an unknown procedure. The screw was retrieved and no fragments remained in the patient. The plate and screws had already been placed and had to be removed to retrieve the broken screw.¿ upon visual inspection the complaint condition is confirmed as the screw head was received broken from the shaft of the screw. The balance of the screw appears to be in fair condition. A definitive root cause could not be determined; however, the type of fracture may have been the result of over torquing the screw to insert it in the plate. A visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown screw. Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown screw broke during an unknown procedure on an unknown date. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification/update: it was further reported that a metaphyseal screw broke during an unknown procedure on (B)(6) 2016. The broken screw was retrieved and no fragments remained in the patient. As the plate and screws had already placed, the devices had to be removed in order to retrieve the broken screw. A surgical delay of an unknown duration was noted. The surgery was completed successfully with no additional intervention needed. Concomitant device(s) reported: screwdriver (part/lot: unknown, quantity: unknown). This report is 1 of 1 for (B)(4).